Event description:
It was reported that, "pca acetabular shell and insert were explanted due to aseptic loosening. Another MFR's acetabular shell was implanted. The pca femoral head was removed and a new pca head was implanted."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Add'l info has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.